Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt felt stimulation turning off. When interrogated, the battery showed it was almost fully charged and the neurostimulator "off" icon was displayed. The device turning off was not related to positioning, nor was it related to the charge level of the device. The pt was not able to adjust stimulation, and had also seen power-on-reset (por) messages. It was also noted that the pt needed to charge more often than expected. The pt would recharge fully and in half a day the battery would down to a quarter of the way charged. Amplitude was at 3.0 volts and it was noted impedances "look great". The "call your doctor" icon was displayed. Additional info has been requested but was not available as of the date of this report.